Event description:
It was reported that the patient had elevated lactate dehydrogenase which returned to baseline. Low flow alarms were noted on (B)(6) 2021 and (B)(6) 2021. Upon interrogation no external power alarms were seen on (B)(6) 2021. Patient reported that their house experienced a brief power surge. A log file analysis confirmed a no external power alarm while connected to the mobile power unit, and low flow alarms were also noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The log file captured a no external power alarm event while the system was connected to the mobile power unit on january 24. According to the voltage values, there was a loss of power from the mobile power unit. The system continued to operate at the set speed value of 9,200 rpm during the events. Power was restored and the alarm cleared. Additional information communicated on 26apr2021 indicated the device will not be returning at this time. The device was confirmed to have the v-lock connector. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) ) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # mpu-38467) was shipped to the customer on 22jun2020. The device history record confirmed the mobile power unit was shipped with a v-lock ac power cord. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes no external power alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Heartmate ii lvas IFU (section 2), heartmate ii patient handbook (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.